Manufacturer narrative:
Event description: as reported, upon opening the package of a cook® single-use holmium laser fiber, a piece of paper like substance was discovered in the packaging. Another fiber was used to complete the unspecified procedure. The issue with this device was discovered prior to patient contact and it was not used on a patient. There were no adverse effects to the patient reported. Investigation ¿ evaluation: reviews of documentation including the complaint history, device history record (DHR), quality control, and instructions for use (IFU), as well as a visual inspection of the returned device were conducted during the investigation. The device was returned in an open package to cook for investigation. Damage was noted on the laser fiber. The customer reported seeing paper like debris substance, however no debris was found in the package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot (123123123) revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The evidence from the complaint file, device history record, complaint history, quality control documents and complaint device indicate that the complaint device was manufactured to specification. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened and undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause for the complaint cannot be established. It¿s possible the debris was lost in shipping or not returned. A review of the device history record found no related anomalies and cook have received no other similar complaints for the same lot. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: surgical inventory analyst. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the package of a cook® single-use holmium laser fiber, a piece of paper like substance was discovered in the packaging. Another fiber was used to complete the unspecified procedure. The issue with this device was discovered prior to patient contact and it was not used on a patient. There were no adverse effects to the patient reported.